Event description:
Event description guidant received information that this pacemaker was removed and replaced due to premature battery depletion. This device is included in the hermetic sealing component advisory population.